Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. The customer stated there was damage to the meter (i.e.: dropping). The meter is exhibiting signs of damaged display. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer reported to have discarded the product and will not be returning it for investigation. If add'l info is received, a f/u report will be filed. Customers and retailers have been informed through the adc fa17aug2007 letter.